Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2007 for the treatment of pelvic floor prolapse, cystocele and rectocele and mesh was used. The patient experienced multiple complications, including formation of scar tissue, loss of proper bladder function and neurologic compromise to her structures and tissues. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01002. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that patient had mesh implanted on (B)(6) 2007 for uterine prolapsed with cystocele and intrinsic sphincter deficiency.